Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test performed at the third-party labs: sampling date: nov 13, 2023 sampling from: distal end cfu: no growth bacterial identification: no germs detected. Sampling from: biopsy channel/suction channel cfu: 0cfu bacterial identification: no germs detected sampling from: air/water channel cfu: 0cfu bacterial identification: no germs detected sampling from: auxiliary water channel cfu: 0cfu bacterial identification: no germs detected the device was evaluated and no abnormalities were found that could have led to a positive culture. The following defect was noted during the evaluation; the adhesive on the bending section cover was chipped. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Three attempts were performed to obtain additional information, but no response was received from the customer. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope was very difficult to see with (bad lens) and there was growth in the scope after sampling (before use). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.